Manufacturer narrative:
Insulin pump was received with blank display due to broken power connector solder joint on interface board. Device had broken belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 180 mg/dl. After troubleshooting, display did not return. Customer mentioned there were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.